Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection of the returned device, the error description provided by the customer, "no video signal", could not be confirmed. However, the cause of the error can be attributed to a random software issue. It seems, the video path is not established correctly, solved by the restart of the unit. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "no video signal". No negative impact in state of health reported.